Event description:
A band slippage was reported.

Manufacturer narrative:
Medwatch sent to FDA on: 23 sep-09. Analysis of the device noted a curved opening in the shell and shell ring consistent with surgical damage. The shell ring and buckle was striated and broken, also consistent with surgical damage, and may have been made to facilitate removal of the device. The port hole and access port contained non-penetrating nicks likely to be caused by a needle. No evidence of leakage was found in the port housing. No resistance to flow was found in the lap-band. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."